Event description:
Boston scientific received information that this patients home monitoring system detected a low out of range shock impedance. The patient was seen by their physician and the physician elected to continue to monitor the lead, no plans for intervention at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the right ventricular (rv) lead once again exhibited a low out of range shock impedance measurement, and as a result it was surgically abandoned and successfully replaced. The device, remains in service. To date, no additional adverse patient effects have been reported.